Event description:
Routine room setup. Settings checked on bovie by operating room nurse. Bovie was moved but not unplugged and remained active prior to procedure. Pt was grounded. First arthrex ablator failed and was replaced, settings checked/adjusted on bovie. Case proceeded uneventfully. Burn noted at end of case beneath bovie pad and family was notified. Surgeon contacted burn specialist who advised appropriate dressings and recommended discharge from facility. Then recommended the pt schedule follow up 48 hours later to his office. Pt admitted via ER later that day for pain control. Pt underwent surgical debridement and skin grafting 48 hours post incident. No subsequent complications or infection. Discharge to home.